Event description:
Boston scientific neuromodulation (bsn) received information about an event on (B)(6) 2012 that would have been reportable under 21 cfr 803, medical device reporting within our complaint system. However, the issue reported was related to a st. Jude spinal cord system (ans). A report was received that the patient was complaining of a heating sensation during charging and swelling at the battery site from the st. Jude implantable battery (ans). The physician decided to explant the entire system and replace it with a bsc implantable system. During an implantation of a bsc paddle lead the physician noted a hematoma. The physician aborted the implant of the paddle lead and cleaned out the hematoma. The physician believed that the hematoma was caused by the original implantation of the st. Jude device. The patient was hospitalized following the explant procedure but is now reportedly doing well. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).